Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed svc (superior vena cava) defibrillation coil became ext rinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted twice with standard length sheaths. The physician did not like the way the svc coil looked as it appeared to have some damage. A new lead and longer sheath was used to implant the lead. Later during the procedure, the patient was noted to have a dissection in the superior vena cava, so the left ventricular lead was not implanted during this procedure. The dissection was suspected to have been caused by the competitor introducer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.